Event description:
Doctor was performing a laparoscopic inguinal hernia using a kidney shape balloon and the device started leaking. The balloon was not holding insufflation at the start of the procedure. No harm to patient.